Event description:
It was reported via repair work order that the footboard would function intermittently as it was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.